Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the freestyle libre reader was reviewed and the dhrs showed the freestyle libre reader passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported receiving a "connected to pc" message from his adc freestyle libre reader. Customer did not experience any symptoms however, had contact with a healthcare professional who administered insulin (dose/type unknown) as treatment. No further information was provided. There was no report of death or permanent injury associated with this event.